Event description:
Caller reported experiencing a continuous glucose monitor error. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully performed the reset without further issues. The customer was advised to wait before starting a new sensor session, which they acknowledged.